Manufacturer narrative:
(B)(4). (B)(4). The second promus rx 3.0 x 23 mm (part# 1009529-23b/lot#8061041) is being filed under the same manufacturer number. In this case, there was no reported product deficiency. The reported patient effect of restenosis, as listed in the product risk assessment and instructions for use (IFU), is a known potential adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Adverse event: restenosis. Onset of adverse event: two months post implantation. Device issue: none. It was reported that the stenosed lesion was the left main coronary artery (lmca) and the original stenosed target lesions treated with two promus stents were the mid left anterior descending (lad) and the proximal lad. The lmca is a new lesion that was treated with a bare metal stent (non-abbott). This reportedly, is the same vessel; however, not the target lesions originally treated with the two promus stent in 2008. The target lesion treated with the bare metal stent (non-abbott) was in the target vessel but not in the target lesion. The restenosed stent in the left main segment is also restenotic in the transition zone to the study stent in the lad segment. Therefore, a relation of this restenosis to the study stent for me seems to be possible. No additional information was provided.